Event description:
Patient contacted dexcom technical support on (B)(6) 2014, to report that on (B)(6) 2014, the transmitter gave an intermittent out of range signal. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.